Manufacturer narrative:
The reported events of unknown device issues were not confirmed. As received, the device had normal telemetry communication and output. Functional tests were performed, and no anomalies were found. A malfunction based on analysis was found. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise. It was also noted that the pacemaker exhibited unspecified issue. The physician explanted pacemaker, rv lead and ra lead and replaced with leadless pacemaker. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.